Event description:
The customer reported that erroneously low digoxin, and vancomycin (vanc) results were generated on an au600 clinical chemistry analyzer for multiple patients. Beckman coulter inc. Assessment of customer supplied data revealed erroneous vancomycin (vanc), valproic acid (vpa) and creatine kinase (ck) results were generated for four patients. The three initial vanc and vpa results were low however, not below the therapeutic range and upon repeat recovered higher and were regarded as valid. In regards to the single patient ck results, it is unknown as to which ck result was regarded as erroneous by the customer, however, it is known that the repeat ck result was reported out of the laboratory as valid and was flagged as "high". The initial ck result was within the laboratory's reference range. Digoxin assay quality control (qc) results were low and did not meet specifications. All other chemistry quality control results were found to be acceptable. The initial erroneous digoxin result was not reported outside of the laboratory. All of the others involved, questioned chemistry erroneous results were reported from the laboratory however, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Patient specific information, sample collection/handling information and additional system/chemistry performance data was not provided by the customer.

Manufacturer narrative:
The instrument was evaluated through beckman coulter inc. Led, customer executed instrument troubleshooting. Customer troubleshooting identified that the dryer nozzle tubing had become detached during the testing run. Beckman coulter inc. Led troubleshooting recommended an assessment of the reaction wheel to assess for a potential overflow. The reaction wheel was assessed by the customer and no water/moisture was found on the cuvettes or in the housing. Monthly maintenance and cleaning of wash station, which is the area of the dryer nozzle detachment, occurred on the day of the event. A malfunction in the wash station was identified. The detachment of the nozzle dryer is likely associated with a maintenance deficiency however, this has not been confirmed.